Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and infection at the cylinders site. The patient also noted discomfort around the pump. Upon the incision, a purulent discharge was observed around the implant. It was also reported that the device was not performing as expected for the last 3 years. The device exibited fluid leakage due to cylinder ruptured. The ipp was explanted, and the patient was treated with irrisept . There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and infection at the cylinders site. The patient also noted discomfort around the pump. Upon the incision, a purulent discharge was observed around the implant. It was also reported that the device was not performing as expected for the last 3 years. The device exibited fluid leakage due to cylinder ruptured. The ipp was explanted, and the patient was treated with irrisept . There were no additional patient complications.